Event description:
The customer reported that while the iabp was in use on a patient, they received a "no trigger" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The company representative believes that the customer had a bad ECG cable or lead wire that caused the pump not to trigger. The customer told the company representative that they had replaced the cable since they thought it was bad. In an unrelated repair the luer fitting (part number: 0103-00-0398) was also replaced. For customer accommodation the iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).